Event description:
It was reported that the patient experienced frequent and difficulty charging the ipg beyond two bars. It was also reported that the patient had inadequate stimulation and muscle spasm in the legs. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.